Manufacturer narrative:
Image review: l1 compression fracture treated with balloon kyphoplasty shows some extravasation of cement behind the posterior wall of the vertebral body. Possible causes include injection of too much cement, fracture of the posterior cortex or injection with high pressure. No pre-op imaging is provided to assess the integrity of the posterior cortex. Root cause indeterminate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, patient underwent balloon kyphoplasty at l1 for compression fracture. Intra-op, during filling cement, cement leakage to posterior wall of vertebral body was confirmed. The surgeon commented that he felt curing of cement was fast. Product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.